Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: three photos of one loose 1ml syringe were received and evaluated. In all the photos it was observed there was a foreign matter fiber in the collar of the syringe. It appeared to be a piece of hair and was larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: no corrective actions are necessary based on the defective rate identified. Batch 8211580 is considered in compliance with our product specification requirements. Root cause description: potential root cause for the foreign matter defect is associated with the manufacturing personnel. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd luer-lok¿ syringe a hair was found in the syringe. The following information was provided by the initial reporter: found hair in syringe.